Event description:
Info received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The tech found the hi/low drive brake was dirty. He cleaned the hi/low drive brake assembly to repair the bed.